Event description:
Customer reports a pt sample reported negative for leukocytes. Same sample upon microscopic examination and reported "significantly positive" for leukocytes. No injury was reported with the event.